Event description:
It was reported that during the device evaluation, foreign material was found in the knob wire, and the acoustic lens had deep scratches extending to the glue layer of the ultrasound gastrovideoscope. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation findings, it is likely that the foreign material attached to the k-wire was a result of reprocessing not being performed; however, the reason why the foreign material remained could not be determined. Regarding the acoustic lens with deep scratches reaching the glue layer, the root cause of the issue could not be conclusively determined. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue with the acoustic lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device